Event description:
"The lap-band was impossible to inflate: the inflate tubing was desadapted from the access port." Event further clarified as, "it was necessary ro reoperate. On opening, the catheter was detached from the chamber. The surgeon recovered the cut end and reattached the catheter and the chamber."